Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "unusual plots/curves." They also are seeing a valve heater warning message for lane a5 and bubbles present in the pcr cartridge post run in this position. The results are flagged as an ind-indeterminate result. A bd field service engineer was dispatched to the customer site where they replaced the heater mux board on instrument side a. Necessary alignments were performed post part replacement and a qualification test was performed and passed. Instrument was returned to the customer operating to bd specifications. This complaint is confirmed by service. Root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument ct2115 is not required because this complaint does not allege an early life failure or failure at installation of the instrument and the complaint was confirmed by other means, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct2115, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument jagged or unusual curves occurring. The following information was provided by the initial reporter: "the results are out, but the waveform in a5 lane is jerky hazard, injury or erroneous results? No".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument jagged or unusual curves occurring. The following information was provided by the initial reporter: "the results are out, but the waveform in a5 lane is jerky hazard, injury or erroneous results? No".